Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that when the physician demonstrated the audible tone for low battery voltage, neither the patient nor the doctor could hear it. During another office visit, the device tones were noted to be heard with a stethoscope. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was implanted under the muscle. The device was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.